Event description:
Consumer stated that every brush head she has received has worn out surprisingly quickly as compared to other brands. What I mean by worn out is that the bristles start to fall out and bristles also give easily.